Manufacturer narrative:
Film evaluation results are: the exact type of the endoleak and the cause of the endoleak could not be conclusively determined from the two still angio images provided. The pre-implant information, films during the index procedure, earlier post-implant films, films that showed the reported type iii fabric endoleak, and additional films during the secondary intervention were not provided. From the two still images provided, contrast was seen between the limbs, about 35 mm from the distal edge of the contra limb. The source of the endoleak appears to be coming from the contra limb, as relining of the limb appears to have resolved the event. No stent dislocation, obvious suture break, or stent fracture near the area of contrast was observed. No other obvious characteristics was observed that could explain the unknown endoleak. It was unclear if there was calcification present near the area of the contrast. The CT's were not returned and the anatomy information could not be assessed.

Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was scheduled to be treated for a type IV endoleak that was discovered on an unknown date. The physician cut down on the left common femoral artery, advanced a wire along with a catheter. The physician then exchanged the wire for another wire. At this time there was access to the right common femoral artery with a 4fr micropuncture. The physician advanced the wire just distal to the bifurcate. The physician then advanced a 5fr sheath into the common femoral artery, a catheter followed by a marker pigtail catheter. An endurant 16/20/124 was inserted over the wire and the proximal markers where lined up with the flow divider. An angiogram was performed and showed a type iii endoleak, fabric coming off the contralateral limb around 4-5cm from this distal fabric edge. The physician then deployed the endurant 16/20/124 covering the type iii fabric endoleak. The stent graft was ballooned with a 32mm balloon and a 14x4 balloon. Then post angiogram showed that the type iii fabric endoleak had resolved. All devices where then removed and the left common femoral artery was sutured/closed with no issues. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.